Event description:
A malfunction was reported with a code designated as malf 12, although no remarkable events were linked to its occurrence. The customer's blood glucose level remained unaffected, with no values exceeding 500 mg/dl. The customer was guided by technical support to reset the pump, and the malfunction did not recur following this action. The customer was able to continue using the pump with the instruction to report any future occurrences.